Event description:
Per contact, none of the bands fired. A pentax scope was used. The plastic covering was taken off the bands. A click was heard on some of the rotations, but not all. It was difficult to turn the knob. Another ligator was used to complete the procedure.